Event description:
The account alleged the brake was not holding. No patient impact.

Manufacturer narrative:
The technician found the issue was the hex rod. The technician replaced the brake hex rod and screws to resolve the issue.